Event description:
Information was received from a manufacturer¿s representative (rep) regarding a neurostimulator (ins). The rep reported that there was a por (power on reset) message seen on a clinician programmer. The rep reported that the por was cleared prior to implanting the ins. The rep reported that following implant, the por was seen again. The rep reported that the por was cleared successfully. The reported that all programming was still present upon interrogation while with the patient in recovery. It was noted that the device was responding normally with the clinician and patient programmer at the end of the call. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the por was still unknown, but the manufacturer representative suggested that it may have been because the ins had been sitting on a shelf for quite some time.